Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported receiving a shock and heard an alert. The right ventricular (rv) lead was fractured. The lead was explanted and not replaced. No further patient complications have been reported as a result of this event.